Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Daily pacing impedance trend data shows varying impedance over the range for ventricular pace bi impedance=627 to 1007 ohms peak between (B)(6) 2011. 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 03:00:16. The partial lead was returned in segments and analyzed. The proximal conductor was noted to be fractured. Blood/body fluid was found on all conductors (not obstructed), and the defib conductor appeared distorted. The outer tubing overlay appeared to be melted and displayed cosmetic environmental stress cracking (esc). The outer insulation exhibited a cosmetic depression, and the exposed defibrillation coil was noted to have a white substance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Daily pacing impedance trend data shows varying impedance over the range for ventricular pace bi impedance=627 to 1007 ohms peak between (B)(6) 2011. 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 03:00:16.

Event description:
It was reported that the right ventricular lead had varying pacing impedances and high thresholds. A clavicular crush was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had varying pacing impedances and high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.